Event description:
On (B)(6) 2013, the patient was implanted with gore tag thoracic endoprosthesis. When the physician withdrew the gore dryseal sheath, the iliac artery was ruptured and the physician performed an additional surgical procedure to prevent bleeding. The patient tolerated the procedure. Further information was requested.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Further information was requested.